Event description:
It was reported that the left ventricular lead was capped and noted to be unusable. Follow-up attempts were made to determine what caused the lead to be unusable and necessitate capping, however no information could be obtained. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935-58 lead, implanted: (B)(6) 2011. A d314trg ICD, implanted: (B)(6) 2011. (B)(4).

Event description:
It was later reported that the lead was electrically abandoned. The patient was also a participant in the product surveillance registry study.

Event description:
It was later reported that the patient was experiencing diaphragmatic stimulation due to a sudden threshold increase. Loss of capture was also noted. The patient was a participant in the system longevity study (sls).

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that the inactivated, capped lead was explanted and replaced.